Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney. Concomitant medical products: attune ps fem lt sz 8 cem, 150410108; attune ps rp insrt sz8 6mm, 151650806.

Event description:
Received medical records on 06/15/2018. Medical records reviewed for MDR reportability. Left knee revised to address pain. Revising surgeon noted that tibial base plate was grossly loose, removed with cement mantle intact, and lifted out by hand--cement to implant interface failure. The tibial base plate, femur, and insert were revised. The patella was retained. Depuy bone cement was used during primary. Doi: (B)(6) 2014; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.